Manufacturer narrative:
The customer¿s report of a leak and air-in-line was confirmed. Initial visual inspection showed no anomalies. Functional testing was performed; a leak from a pin-hole tear was found on the silicone segment directly above the lower fitment. It was also noted that the pin-hole allowed air to enter the line. The cause of the leak and air ingress is a pinhole tear near the lower fitment. The cause of the hole is unknown.

Event description:
The customer reported that during a tpn infusion at 30ml/hr a puddle was noted under the pump after clearing an air in line alarm three times. The tubing had been in use for 1 day. The set was replaced and the patient was given tpa to the central line. There was no report of lasting patient harm.